Manufacturer narrative:
The device was not returned for evaluation. The lot number is unk therefore the device history record could not be reviewed. (B)(4).

Event description:
It was reported that the catheter caused the pt to bleed; a cystoscopy was performed and it was determined that the bleeding was caused by trauma to the urethra from the catheter, no additional medical intervention necessary.